Event description:
It was reported that during a routine generator change procedure, this right atrial (ra) and right ventricular (rv) leads exhibited an unknown product performance anomaly. The physician opted to surgically abandon both leads. A new lead was implanted successfully. No additional adverse patient effects were reported. No additional information was provided at this time.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.